Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 25mm mitral pericardial valve, implanted approximately three (3) years, was explanted due to mitral regurgitation secondary to leaflet immobility. This device was originally implanted for mitral valve replacement to correct mitral regurgitation. At implant, both patient native anterior cusp and posterior cusp were preserved. This device was explanted and replaced with a 27mm valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in the ICU. The condition of the valve at explant was reported as ¿the preserved posterior cusp restricted the leaflet mobility and led to the mitral regurgitation¿. Multiple cardiac surgical procedure: tricuspid annuloplasty with a 26mm ring at implant.

Manufacturer narrative:
Device evaluation: customer report of "regurgitation secondary to leaflet immobility" was confirmed. The x-ray demonstrated minimal calcification on all three leaflets, commissure 2 bent, and the wireform intact. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the outflow aspect. Host tissue fused the leaflets near all three commissures by approximately 1mm near commissure 1, and 4mm near commissures 2 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was moderate at the outflow and minimal at the inflow aspect. Subvalvular apparatus was observed on the outflow aspect near all three leaflets. Calcification and host tissue restricted leaflet mobility and led to stenosis. Host tissue caused the free margin of leaflet 3 to be rolled towards the outflow aspect and created a gap in the central coaptation region, which likely led to the reported regurgitation. Additional manufacturer narrative: updated device evaluated by MFR and adverse event problem.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: an observational evaluation was performed on the returned valve. There is severe host fibrous (pannus) tissue growth on the outflow (ventricular) side of the valve. The pannus tissue appears to be originated from preserved native mitral valvular and subvalvular apparatus (i.e. Chordae) which are still attached to the valve near the commissural areas. The leaflet tissue is fused at all three commissures by the pannus growth from outflow (ventricular) aspect. Leaflet retraction at the free edge was also observed on all three leaflets, especially on leaflet 3 that resulted in a large gap at the center of the valve in air. The pannus tissue encroached onto the outflow surface of all three leaflets from outflow perspective. The host tissue growth on the inflow (atrial) side is mild and mostly on the valve frame and sewing ring areas. X-ray imaging demonstrated that the valve wireform and stiffener band are intact. Mild tissue calcification was detected along the free edge of leaflets 1 and 2 near commissure 2 by x-ray imaging. Minor to mild tissue calcification was also noted on free edge of leaflets 3 and 2 near commissure 3. These findings suggest that the severe pannus growth and leaflet calcification appear to be the primary causes for the reported mitral regurgitation. Host fibrotic tissue (pannus) growth is considered a part of the local host response to the initial tissue injury during surgery and as well as an ongoing response to the implanted device. The process usually results from acute and chronic inflammation, which can be triggered by trauma, a foreign body reaction, infection, or other immune responses to the implant. In this particular case, the pannus growth observed on the valve appears to be related to the preserved valvular/subvalvular apparatus. Tissue calcification is the most common chronic failure mode for this type of bioprosthetic valves; while the occurrence is highly variable among the patients and the underline mechanism is still not fully understood. Patient biological factors such as age, the immunological status, and comorbidities (such as end-stage renal disease, endocarditis) are believed to play important roles in the development and progress of bioprosthetic valve calcification. It is unclear if the pannus growth was involved in the earlier bioprosthetic calcification of this particular valve.